Manufacturer narrative:
Qn # (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample were observed to be positioned incorrectly. Proper functional testing could not be completed due to the misaligned staples. The pusher was observed to be misaligned in the cover block. The device was disassembled and die casting anomalies on the forming tool were also discovered. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. The DHR investigation did not show issues related to complaint. The customer provided one photo for analysis. A CAPA was opened by the manufacturing site to evaluate the issue of visistat 35r staplers failing to function properly due to the severe staple misalignment. The CAPA identified the probable root cause as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that prior to use, "staple jamming". No patient involvement.

Event description:
It was reported that prior to use, "staple jamming". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). From the pictures attached was unable to be confirmed failure mode reported as "misfire/jam - staples not releasing". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A device history record review was performed, and no relevant findings were identified. Failure mode "misfire/jam - staples not releasing" could not be confirmed with picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.